Manufacturer narrative:
(B) (4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that the port was inserted (B) (6) 2009. It was found to not be working as there was no flow. As a result, the pt was taken to the theatre (B) (6) 2009 where they found the catheter had disconnected from the port. The port was removed and an abdominal laparoscopy was performed on the pt to find the catheter end. Additional info received today, 3/12/2010, stated the port was surgically removed as the catheter had previously disconnected. A port replacement kit was used. The hosp gave no other details of the pt other than the replacement procedure was successful.